Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that communication was lost on the programmer application and the application crashed after the device was connected to the leads and a lead test was being done. The connection could not be reestablished until the end of the procedure. The programmer and application remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis of the logs was able to confirm that the programmer application crashed. If information is provided in the future, a supplemental report will be issued.